Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 453 mg/dl, 70 mg/dl, and 65 mg/dl. Customer appeared to be clammy and pale with glassy eyes when obtaining the erratic readings. Her caretaker treated the customer with 1 glucose pill and ice cream cake to bring her blood sugar back up. The customer appeared to feel better instantly. No adverse event reported. Requested return of suspect device and replacement was sent.